Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there was a large air bubble in the luer lock. The user's blood glucose (bg) level was 266 mg/dl. The user addressed bg level with a bolus via the pump. Reportedly, a minimum fill message occurred when the user selected change cartridge instead of fill tubing to remove air bubbles. Recommendation was made for the user to change the cartridge. The user acknowledged.